Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) with a variable angle (va) olecranon plate (2 holes) for an ulnar proximal end fracture. During surgery, a low-profile metaphyseal compression screw broke. The surgeon inserted an unknown 3.5mm cortex screw into the shaft of an unknown plate and inserted two (2) unknown variable angle (va) locking screw at the proximal part of the plate. Then, another unknown 3.5mm cortex screw was additionally inserted in the shaft. However, upon inserting the metaphyseal screw into the hole of the shaft using an unknown screw driver with torque limiter, the head of the screw broke off. The surgeon drilled the affected hole using an unknown va guide. The surgeon decided to leave the broken piece of the screw in the patient¿s body. Thus, another va locking screw was additionally inserted into another hole on the shaft. The procedure was successfully completed with no reported surgery delay. The surgeon commented that a slight strong resistance was felt when an affected screw was inserted. However, the surgeon was not expecting that the screw would break since a driver with a torque limiter was used. Moreover, there was a possibility that the affected screw interfered with a proximal locking screw which had been already inserted. There will be no reoperation for removing the broken piece. Patient status is unknown.  Concomitant device reported: unknown 3.5mm cortex screw ( part # unknown, lot # unknown, quantity 2), unknown olecranon plate (part # unknown, lot # unknown, quantity 1) unknown variable angle (va) locking screw (part # unknown, lot # unknown, quantity 1), unknown screw driver (part # unknown, lot # unknown, quantity 1) unknown va guide (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device.

Event description:
Concomitant device reported: unknown variable angle (va) locking screw (part # unknown, lot # unknown, quantity 2).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.